Event description:
(B)(4). Extreme pelvic pain. Continous hives. Headaches. Vision changes. Fatigue, metal taste in mouth, acne, insomnia, swollen legs, ringing in ears, loss of period, change in bowels, bloating in stomach, brain fog.